Event description:
Additional information received from a healthcare professional (hcp) reported the patients weight and re-reported that they had turned down the new pump.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient receiving unknown intrathecal medication at unknown concentration/dose via an implantable pump for spinal pain. The patient stated 'they put me in at the same dosage I was getting on the old pump but I was severely overdosed on the current pump. I went in to see my doctor and he took it back by half, but it still wasn't enough. I'm still slightly groggy but I'm better. I don't know if the medicine was going somewhere or if it wasn't going through the catheter to my spine. All of a sudden, I'm getting all this medicine slammed into me. I was sick from the anesthesia and I thought that's what was wrong with me, but when I couldn't function, couldn't think, and wasn't getting better, I knew something wasn't right. My daughter thought maybe I was being overdosed and I didn't understand where the medicine had been going with the old pump. I've had 10 back surgeries and there's a lot of scar tissue back there. I went back in and he took me back to my first pump settings - I'm now on my 3rd pump.' The patient additionally stated, 'I am still not up and around because I'm weak because I've been out of it for a week and a half now. I got that done monday and I'm almost feeling like a person again. I had a lot of drugs in me.' Patient stated pump medication was 'generic of dilaudid.'